Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. The customer reported that leakage from the silicone tubing of the transfer set was found during use. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. Upon completion of baxter's investigation, or if additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection and leak testing noted leak coming from a cut in the tubing near the sleeve. Clear passage and clamp function tests were performed with no issues noted. The sample evaluation confirmed the reported problem. The root cause was not determined.